Manufacturer narrative:
MFR received date: 05 mar 2020. After numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
During servicing for a power light emitting diode (led) failure, the customer reported an error code relating to a battery failure. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer that since the unit had been sitting unplugged for several months, and that the battery is almost four years old, the battery may have drained to a point were the ventilator cannot recognize it. The fse recommended the replacement of the battery. In reference to the power led failure, the customer reported that replacing the power switch overlay did not correct the issue. The fse recommended the replacement of the power management (pm) printed circuit board assembly (pcba), or the user interface (ui) pcba. There was no patient involvement. The customer reported that replacing the battery resolved the battery failure error. Resolution of the power led issue is pending.